Manufacturer narrative:
(B)(4). The device was manufactured january 28, 2015 ¿ january 29, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. The next day, no signs of a leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked through the distal end luer. This occurred after filling with 0.9% sodium chloride solution, lidocaine hydrochloride, ketanest, midazolam, haldol, dexamethasone, and "msi". There was no patient involvement. No additional information is available.